Event description:
Sad history, I am on psychogenic and depression medication. I had essure implants in (B)(6) 2013 after 3 months back for my test, the results were one of the devices on my right tube has migrated. They did some other test. During this 3 months I feel really sick like pregnant, infection, feel weakness, cannot eat. Back to the doctor explain the situation and his response was I can replace the one migrated" I was like "how can you do this when you don't even know it's the device." I call my insurance company and I explained the situation, they gave me another clinic phone number. I did make an appointment, the doctor did some test they said I had infection inside my pelvic and bleeding caused by the essure. They said I have to remove to find the one migrated. Finally I found a doctor who is the only one in (B)(6) who removed womens devices. I said I have to do open surgery. During surgery, I almost died trying to find the one that migrated and to remove the other one that caused my fibroid infection. Loss of my woman reproductive organs without expected (I cannot have any more kids), bacteria infection, hematoma, because high antibiotics cause me acid reflux, and gerd condition. After all this surgery the doctor only found a small piece of the one that was migrated, and here I have a lot of medical problems and taking care of one special needs. Cannot have no more kids and taking medication.